Event description:
The generator was received by the manufacturer for analysis. Device was returned in sealed inner and outer tray. The wand reset message allegation was not duplicated in the pa laboratory. The interrogation performed at shipping shows the pulse generator was programmed to the correct parameters before the device was shipped. The cause for the wand reset message was not ascertained. However, downloaded device data suggests a device restart/reset may have occurred sometime after manufacture of the generator. Downloaded data shows the device output was enabled. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Other than the noted event, there were no additional performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that upon interrogation of an unopened generator the message "the battery may not be delivering the intended current due to a wand rest" was received. The message was received prior to attempting to program the patient's initials and other information into the generator. It was reported that the process of entering the settings and reprogramming the generator was performed and upon interrogation of the generator the same message did not appear and everything appeared fine with the generator. The unopened generator is expected to be returned to manufacturer for analysis; however, has not been received to date. The pulse disabled due to ¿wand reset¿ message will appear when the generator¿s pulse disabled byte is set to hw reset, which is only to occur when a generator has been reset by using the wand and magnet to reset the microprocessor. In the absence of an intentional wand/magnet reset having been performed on this device, the cause for the wand reset message to have appeared in this report is unknown. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Data for this generator from the company representative programming system was reviewed. This data confirmed the initial report received by the company representative which was that interrogation of the device while still in the box resulted in the pulse disabled due to wand reset warning message. It appears that a reset occurred in april 2014 a few weeks prior to date of the message being received prior to an implant case. This supports that a wand reset occurred before the company representative was communicating with the generator at the hospital, which was the reason for the reported message received by the company representative. No anomalies were observed in the data from the in-process interrogations of this device as-received. Additional attempts for relevant data have been unsuccessful to date.